Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts when plugging the pump in to charge, despite using multiple wall adapters and power sources. The customer's blood glucose (bg) was 95 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.